Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas after a recent high glucose, with a documented nadir of 53 mg/dl for about one hour, and the user treated with food without assistance or medical intervention. Symptoms included low blood glucose. Outcomes included transient hypoglycemia without hospitalization or professional medical care. Investigation included a review of use history and user-reported behaviors. Investigation of this case revealed that the episode followed a prior high and likely represented an overcorrection during automated insulin delivery, which is consistent with algorithm behavior and known learning dynamics; no user errors, setting changes, or exogenous insulin were reported, and meal announcement was appropriate. It was concluded that the device functioned as designed and that the event was likely related to automated correction following a preceding hyperglycemic period. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.